Manufacturer narrative:
Eval summary: the customer reported condition of failure code 812:02 was confirmed. Inspection of the device revealed the root cause is a damaged gear on the pumphead gearbox..

Event description:
The facility's biomed reported an infusion pump with an 812:02 failure code. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.